Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs confirmed the reported failure. There was a battery failure alarm: transport connection blown/ missing and battery level low (50%) and battery failure alarm: low voltage [v<12v]. The aic was analyzed and confirmed that the battery alarm was due to a defective battery 1 (cell 1). The cause the defective battery was due to cell imbalance. The batteries were replaced, and a functional check and power system testing were performed before returning the device back to service. This report is being filed as part of a retrospective review of historical records. Note: the specific contact's name is unavailable and therefore, reflected as "unknown" in section e1 accordingly.

Event description:
The user facility reported the automated impella controller sounded an alarm tone for battery failure. The issue was discovered in preparation, and it was noted there was no harm to a patient (patient-specific information unknown).